Event description:
The end user reported that the fifteen wafers from two market units (eight from one market unit and seven from the other market unit) with known lot had off centered starter hole. She trialed a couple of the wafers and they leaked within one day. There was no harm reported. No photo is available at this time.

Manufacturer narrative:
Device 2 of 15. A2: age at the time of event - 75 years. Batch record review: lot 9h01890 was manufactured 23 aug 2019, in convex 2-piece (pc) line, with a total of (B)(4)market units (mkus). Compliance engineer performed a batch record review on 10 nov 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1156500 and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are no photographs associated with this case. No unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: machine: machine and process current design. Lifecycle of k-tool mechanical components has not been standardized as part of the machine pm. Method: there is no visual aid or job aid on how to use the quality control (qc) tooling, there is no detailed visual aid or job aid on how to perform the mass station set up. There is no standardized visual aid for the flange loading stations and certification process for the station. Corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA) plan. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.